Manufacturer narrative:
Product analysis: the product specimen has not been returned for device evaluation. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following implant of this annuloplasty band, it was explanted and replaced for reasons unknown. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that immediately following implant of this annuloplasty band, it was explanted and re placed due to a failed repair. There was no allegation against the ring itself. It was reported that the patient's native valve contributed to the necessitated explant in that the valve was rheumatic with thickened leaflets and subvalvular apparatus. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.